Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm sureform 60 stapler instrument and the sureform 60 reload associated with the customer-reported complaint. The instrument and the reload were analyzed and following investigation results were obtained: sureform 60 stapler instrument: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument was found to have failed mechanical engagement based on log review and during in-house testing. The instrument inputs failed to engage with the in-house system's sterile adapter on 3 of 3 attempts, preventing the instrument from entering into following. Error code 22020 was displayed, with parameters indicating that the >aux-action axis failed to engage/roll hard stop verification check failed. Log reviews of customer system confirmed 11 engagement failures via error code 22020 indicating engagement failure on the aux-action axis. Additional observation not reported by site: the instrument was found to have a bent lower chassis. The lower chassis was bent upwards preventing the housing from fully closing. The chassis also exhibits discoloration, with the observed color being darker than that of the housing when compared to the in-house sureform 60 stapler. Sureform 60 reload: the unused sureform¿ 60 blue reload was returned with stapler sureform 60 bearing the batch: l80230921-0468. The particular stapler exhibited a failure in the form of mechanical engagement failure. The reload was deployed with an in-house stapler sureform¿ 60 without any complications. Subsequently, a comprehensive examination of the reload was carried out uncovering no further issues.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler only triggered once. After that the jaws would not open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the logs for the sureform 60 stapler associated with this event has been performed. Logs show pn 480460-09, ln l80230921-0468, was installed on the system 12x and fired 1 blue reload. The stapler only engaged with the system on the second install attempt. On this install, the first clamp was aborted by the user at ~85% completion. The next clamp was successful, and the firing was completed with no pauses for compression. On installs 1, and 3-12, the stapler failed to engage with the system. Logs show 11 instances of error code 22020, with parameters of the errors indicating that the aux/action axis failed to engage in each case. There were also 2 instances of error code 31088 in the logs, around the time the engagement failures were occurring. The errors indicate that the system could not setup communication with the rfid tag of the device installed on usm 4. The stapler was used on usm4 for each install. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the logs. .